Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was received with broken belt clip rails and damaged serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2020 with an unknown blood glucose at the time of the incident. The customer's other blood glucose was 137 mg/dl. The customer did not mention treatment or any symptoms. The customer was wearing the insulin pump during the incident. The customer declined troubleshooting for low blood glucose. The customer also reported damage to the insulin pump clip rails. The customer had to super glue the belt clip to the insulin pump. No damage was reported to the retainer ring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident.